Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected, vitros amon quality control result was obtained from a vitros lpvii fluid on a vitros 5,1 fs chemistry system. The customer performed routine maintenance procedure of cleaning the microslide incubator evaporation caps. Acceptable amon performance was obtained following these service actions. The root cause of the event is most likely analyzer related. Additionally, user error for the observed incubator contamination cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, lower than expected, vitros amon quality control result (136.2 vs. An expected result = 171.0 mol/l) from a vitros lpv ii fluid on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).